Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was to be used to deliver an unspecified medication, at an unspecified rate. It was reported that during priming prior to pt use, an unspecified volume of solution leaked from an unspecified location of the tubing set. Though requested, no add'l info was provided including if the tubing set was replaced and therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.